Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported seeing a permanent "blinder" in his left eye and negative dysphotopsia following an intraocular lens (iol) implant procedure. The physician had a hard time seeing the edge of the lens.